Event description:
Customer reported that on (B)(6) 2015 he began vomiting and thought his blood glucose was out of control, but because there were "big ink spots on the meter screen" he could not perform a test using his adc blood glucose meter. Paramedics were called and he was taken to a local healthcare facility's emergency room, where he was diagnosed with hyperglycemia and treated with a "large (unspecific) dosage of insulin". No further information was provided by the customer as he declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.